Event description:
It was reported there is no audio. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they confirmed the alleged malfunction. The rse dispatched a philips technical consultant (tc) to further evaluate the unit. Once onsite, the tc discovered the speaker was not working on ed host edsv1, and there were no alarm tones. After examining the area, the tc eventually found the cable unplugged in the closet and the patch panel was not labeled correctly. The tc toned the entire patch panel but was unable to find patch through several missing jacks in the patch panel. The tc relocated the speaker to other side of desk to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be an unplugged cable in the closet which had been labeled incorrectly. The reported problem was confirmed. The tc reestablished the connection and the unit returned to working specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.